Manufacturer narrative:
(B)(4). Date sent: 8/29/2024 corrected data d4: UDI#

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: 1. Was a leak confirmed? Possible leak. Fever and unexplained post op complications. 2. How was the leak controlled? Na 3. Were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. Yes. It was reported that unformed staples were present inside the abdomen. 4. Did the tech have any injury? Yes. Finger stick from staples sticking out of the reload cartridge. 5. Did the tech require medical treatment? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection, that the staples were protruding from the reload before being fired and falling out of the reload before being fired. Completed case with another device. The tech had a glove injury due to the staples coming out of the reload. Possible leak in the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. Additional information received: when the tech loaded the tcr75 into the tlc75 the staples came out of the reload by themselves. Tech punctured finger on staple. When tech loaded the load, the retaining cap was in place and when she passed it with the cap off one staple fell out and that one poked her. To date it is not known if the tech has had any medical or surgical intervention due to the puncture. Rep will follow up. The or staff could hear the staples moving inside the reload when they shook it. When the rep took a tcr75 of the same lot number upside down no staples came out but when she banged the reload on the desk a staple came out. Patient had low grade fever 3 days later. The rep is not sure if there was any surgical or medical intervention for the patient. The rep will follow up. The facility returned sterile devices of tcr75 and 3 tlc75 for analysis. When the or staff replaced the original reload with another reload, it was the second reload that had unformed staples or goal shaped staples. Surgeon is very experienced. The customer decided to pull all the lot numbers and some of the devices for analysis. When the rep went to the account the product was already pulled off the shelf and ready for return.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 255c78. Corrected data: d7a, d9. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one tlc75 device with no apparent damage and four additional reloads were received and analyzed. Two of the reloads were received with missing and protruding staples (reload batch 500c31 and 262c72). These reloads had the swing tab in the un-fired position with varying numbers of protruding and/or missing staples. It is presumed these reloads were ones from the complaint description where the hospital had attempted to replicate the staples falling out by tapping on a table. Both reloads were tapped several times on the worktable and no staples fell completely out. The other 2 reloads received had no protruding staples and the swing tab was in the un-fired position. Both reloads were tapped several times on the worktable with no staple falling out. Some staples were observed to be protruding slightly above the surface of the reload. The two cartridges with missing staples were not tested for staple line analysis, due to already missing staples. Based on the analysis performed at the cincinnati laboratory, it can be concluded after visual and functional analysis performed that no evidence was found that might suggest any malfunction/anomalies on the reloads and devices received. According to the condition of the returned reload (d) is possible that the firing knob was not returned to its home position while loading the reload. Based on the condition of returned reload (e) is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number 255c78, and no non-conformances were identified.